Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the pod alarmed, but the patient was not able to hear it. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available.

Event description:
It was reported that the patient called the ambulance and was taken to (B)(6) hospital due to hyperglycemia on (B)(6) 2024. The patient's blood glucose levels reached 600 mg/dl while wearing the pod. The patient mentioned that the pod alarmed, but they were not able to hear it. Symptom reported include hyperglycemia, difficulties speaking, dizziness, felt like he was drunk, and frequent urination. The patient was diagnosed with diabetic ketoacidosis (dka) and was treated with infusions (specific medications not mentioned). The patient does not remember the exact discharge date but stated that they were hospitalized for about a week.